Event description:
Medtronic midas rex burr tip broke off during procedure - tip retrieved. No damage to pt. Three additional items on shelf - same lot# - pulled and given to MFR. Previous occurrences with same burr tip. Unknown product flaw.device in district office.